Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection in the form of (B)(6) bacteremia resulting in active bacterial endocarditis with resultant vegetation on the tricuspid valve. Cultures were taken and antibiotic treatment was necessary. The implantable pulse generator (ipg) system was explanted and a thromboectomy was performed. No further patient complications have been reported as a result of this event.